Event description:
The device was implanted in 2004. In 2004, the MFR received a faxed report that was sent to the MFR's senior medical consultant regarding a pt who expired. In brief, the report states that the pt had a past medical history significant for recurrent intravenous drug abuse, most recently treated as an outpatient through a methadone clinic, with recurrent endocarditis related to their history of prior intravenous drug abuse, most recently treated as an outpatient through a methadone clinic, with recurrent endocarditis related to their history of prior intravenous drug use resulting in repeat heart surgery, including most recently in 2003 a triple valve replacement surgery. Along with their history of congestive heart failure, pt also had a history of anasarca, prior pacemaker infections, chronic tracheostomy, chronic renal failure, recurrent vascular abscess thrombosis and infections, bacteremia, chronic colonization of mrsa, streptococcus viridans, and pt was non-compliant with treatment plans. In 03/2004, the pt was admitted to the hospital for further management of anasarca. During their hospitalization, their av graft clotted and pt underwent a successful percutaneous thrombectomy, and received hemodialysis treatment post percutaneous thrombectomy without issues; however, the following day their graft reclotted. As a result, pt underwent a surgical thrombectomy with revision of the venous anastomosis; however, after the 2nd attempt at successful thrombectomy, pt reclotted the graft again. At the time of the 1st thrombectomy, pt was noted to have severe venous anastomosis stenosis, which required angioplasty. After the 2nd clotting of this graft, it was felt that pt was no longer a candidate for graft creations, and due to the prior hx of a right upper arm graft with immediate thrombosis, as well, despite anticoagulation, which was required for the prosthetic heart valve. As a last resort, pt successfully underwent insertion of the lifesite subcutaneous dialysis port in 2004, and successful hemodialysis tx through the device prior to discharged in improved condition. The pt was readmitted to the hospital in 04/2004, for further management of sepsis. Pt was treated as an outpatient with intravenous vancomycin when the admission subsequently grew out mrsa and streptococcus viridans, both of which were shown to be susceptible to the antibiotic of choice, intravenous vancomycin. Pt continued on dialysis during the admission; however, surveillance blood cultures continued to grow mrsa. The doctor of infectious disease was consulted early on during the hospitalization, and he concurred with the choice of intravenous antibiotic, and agreed that given the limited options for further dialysis vascular access, to monitoring intravenous vancomycin efficacy in clearing the pt's blood stream of sepsis. However, subsequent surveillance of blood cultures continued to remain positive and as a result, the lifesites were expeditiously removed about four days later. Given the pt's multiple prior venous access cannulations, the anesthesiologist that was consulted for access had difficulty finding venous access, and offering them adequate intravenous access for both dialysis and vasopressors that the pt subsequently required. The pt experienced third-degree heart block early during the hospitalization. A cardiologist was consulted, who noted that the pt hx of a pacemaker in the prior past, which required removal due to infection. In addition, in the interim hx, the pt underwent metallic valve replacement surgeries including tricuspid valve, which precluded the reinsertion of another pacemaker. Additionally, at the time of consultation, the pt recognized the risk of a pacemaker insertion, which was that of life-threatening infection, and refused insertion even though at the time pt was not a candidate for reinsertion of a pacemaker given their septicemia and the likelihood that a new pacemaker would definitely re-infect it. The pt continued to experience complications of third-degree heart block despite close monitoring on telemetry, and despite repeated doses of atropine. Pt subsequently developed hypotension related to the sepsis despite the addition of gentamicin intravenously to the intravenous vancomycin, and removal of the infected lifesite. Pt remained febrile even until the end, with leukocytosis, and the hypotension was subsequently non-responsive to vasopressors including high-dose neo-synephrine and high-dose dopamine. The heart rate dropped down as low as the 20s. Pt was placed on a respirator for respiratory support, and pt started to develop intermittent ventricular tachycardia, which was treated accordingly. Two days later, the pt underwent a cardiopulmonary resuscitative effort and pt failed these efforts, and was pronounced expired.